Event description:
Two days post index procedure, the patient experienced acute pulmonary edema. The event was resolved without sequel and the patient was discharged a week later. The patient was admitted into the hospital in 2007, with unstable angina where angiography revealed three-vessel disease. The first lesion treated was an 80% stenosed de novo, smooth, eccentric, heavily calcified, type b1 proximal circumflex. The reference vessel diameter and the lesion length were 3mm and 5 mm, respectively. The lesion was pre-dilated with a 2.5 x 9mm balloon at 14 atm. A 3.0 x 8mm cypher select plus stent was implanted at 14 atm with satisfactory results. The lesion was not post dilated. The next lesion treated was a 60% stenosed, de novo, bifurcated, irregular, eccentric, type b1 proximal left anterior descending (lad). The reference vessel diameter and the lesion length were 3mm and 8mm, respectively. The lesion was direct stented with a 3.0 x 13mm cypher select stent at 18atm via the kissing technique with satisfactory results. The lesion was post dilated with a 3.0 x 9mm balloon at 14 atm. The final lesion treated was a 60% stenosed, de novo, bifurcated, irregular, eccentric, heavily calcified, type b2 unprotected left main. The reference vessel diameter and the lesion length were 3.5mm and 10mm, respectively. The lesion was direct stented with a 3.5 x 13mm cypher select stent at 18atm via the kissing technique with satisfactory results. The lesion was post dilated with a 3.0 x 9mm balloon at 14 atm.

Manufacturer narrative:
The patient's pre-procedure medications included aspirin, clopidogrel and beta-blockers. The patient's intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. The patient's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Please note: this device is distributed outside the united states; however, it is similar to the drug-eluting stent distributed in the united states. This is one of three medwatches associated with mfg report #9616099-2007-01279, 9616099-2007-01283 and 9616099-2007-01284.